Event description:
I use the omnipod system for my insulin delivery. The pdm has failed repeatedly whenever I change the batteries. It forces a reset of the date/time and deactivates the pod I am currently wearing, which means I have wasted the remaining time left (up to three days) and insulin in the pod. This is very expensive. I had the same problem during the warranty period and I was told that the problem had been fixed and was sent another pdm. I am now experiencing the exact same problem with the replacement I was sent, but now I am outside of the warranty period. I feel omnipod did not fix the problem and mailed me a replacement that they knew would fail in order to force me to buy another pdm or upgrade to omnipod dash. I am a (B)(6) recipient and I feel that not only I am being fleeced, but the us government is too. FDA safety report ID# (B)(4).